Event description:
It was reported by maude report that multiple stainless steel implant trials and instruments have painted markings that are falling off.

Manufacturer narrative:
Event is being reported as follow up. Review of device history records show that lot released with no recorded anomaly or deviation.